Event description:
It was reported that an impedance check found impedances less than 50 ohms on pairs 1-2 and 1-3. All other combinations were in normal impedance range. The lead was reconnected to the implantable neurostimulator (ins) but it did not resolve the issue. The cause of the short was not determined. The device was programmed around the electrode pairs with low impedances. The patient felt stimulation in all 4 programs utilized. No patient injury was reported.

Manufacturer narrative:
Product ID 3889-28, lot # v796134, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).